Event description:
Country of complaint:(B)(6). Needle detached from thread.

Manufacturer narrative:
U.s. Reporting agent notified on : (B)(6) 2015. Manufacturing site eval: samples received: 27 unopened pouches and 2 opened pouches with the needle detached and thread still wound on the pack. There are previous complaints of this code batch. We manufactured and distributed (B)(6) units of this code batch. There are no units in stock. We have tested the needle attachment of the samples received and the results of one of the samples does not fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Corrective/preventive actions: there is a corrective action in order to avoid this kind of incident in the future.